Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was seen for follow-up. The fast-path estimated 7.1 months to eri, but when the longevity calculation was performed it estimated 4-5 months to eri. Patient will be seen in 3 months for follow-up.